Manufacturer narrative:
Photographs provided confirmed the complaint. Review of the provided photograph and other similar events identify the fracture as a result of incorrect implant selection and or excessive off-angled force in an attempt to distract the space while impacting. No additional investigation necessary. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..."

Event description:
On (B)(6) 2022 an extreme lateral interbody fusion was conducted. The intervertebral spacer was fractured during insertion with a slide. The implant was removed and replaced and surgery was completed with no additional issues.